Manufacturer narrative:
(B)(4). Five unused representative samples with the same part and lot number as the event device was returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was partially deployed. The anterior cuff was captured and attached to the needle tip. The posterior cuff however, had been pulled out of the foot pocket with the cuff tabs intact. The complete suture was returned loaded in the device with the knot (unformed) and posterior needle tip loose. Based on investigation finding, the reported suture break can not be confirmed, however, a cuff miss and suture break can both prevent suture retrieval as experienced. Based on the posterior cuff not being captured, as evidenced by the intact tabs, the most probable root cause for the posterior cuff miss and subsequent failure to harvest the suture is due to needle deflection during plunger deployment by either interaction with patient anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No patient anatomy information was provided. No manufacturing or quality inspection issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a suture break occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4). Devices #1 - proglide (part #12673-03; lot #930106h) is being filed under a separate medwatch MFR number.